Manufacturer narrative:
Manufactures investigation conclusion: analysis of the submitted log file confirmed elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported anemia and heartmate ii left ventricular assist system (hmii lvas), serial number: (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from on (B)(6) 2021 at 14:42:18 through on (B)(6) 2021 at 11:18:24. Multiple elevations in pump power and estimated flow were captured on (B)(6) 2021. From the beginning of the file through on (B)(6) 2021 at 16:39:01, power ranged from 13.8-15.0 w and estimated flow was captured at 12.0 lpm. Additional elevations in power over 7.5 w were captured briefly on (B)(6) 2021. Estimated flow was also slightly elevated at these times, ranging from 9.5-11.6 lpm. The majority of these events were associated with pulsatility index (pi) events. Excluding these elevations in power and estimated flow, power ranged from 5.5-6.6 w and estimated flow ranged from 5.5-7.2 lpm. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. The center reported that the patient went into the clinic very short of breath. The patient had multiple pi events but also occasional high flow and high power. This was reportedly not a new occurrence. The patient was admitted for anemia. No alarms were reported for this event. The center later reported that they were unable to give further details of the event due to hipaa restrictions. The patient remains ongoing on hmii lvas, serial number: (B)(6) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) provides an explanation of each of the pump parameters. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This document explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. This document also outlines the recommended anticoagulation therapy and international normalized ratio (inr) range, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic very short of breath. The patient had multiple pulsitile index (pi) events but also occasional high flow, high power; however, this was not a new occurrence for patient. The patient was admitted for anemia. Log file submitted captured persistent elevated powers on (B)(6) 2021 at 1442-1639 with powers noted in the 11-13w range. The high powers abruptly resolved (B)(6) 2021 at 0044 with powers noted at a baseline range of 5-6w with one transient high power noted on (B)(6) 2021 at2229 with power noted at 10w. This higher power was associated with a pi event. Additional information was requested however will not be provided.